Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided). Contact declined to provide further information and declined tandem technical support¿s offer to perform a pump system check.